Event description:
It was reported that during a stent placement procedure in the common iliac, the stent allegedly dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed, the photo shows the catheter and the dislodged stent from the balloon. The balloon is in deflated position. The stent noted be dislodged from the catheter. The stent appeared bloody and in deformed state. There were no other anomalies noted on the provided photo. Based on the photo review, the reported device dislodged and identified material deformation can be confirmed from the provided photo for review. Therefore, the investigation is confirmed for the identified material deformation as the stent was noted to be crushed and deformed. The investigation is also confirmed for the reported device dislodged as the stent was noted to be dislodged from the catheter. A definitive root cause for the alleged identified material deformation and reported device dislodged could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2022).

Event description:
It was reported that during a stent placement procedure in the common iliac, the stent allegedly dislodged. There was no reported patient injury.